Event description:
Site reported that their vertek arm will not tighten. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
No pt info as no pt was present in this concern. Part has not been returned.